Event description:
It was reported that the patient presented for upgrade procedure, during which the physician noted that the right atrial lead was dislodged. There were no electrical anomalies and attempted to reposition the lead, thresholds were not acceptable. The lead was explanted and replaced successfully. The patient tolerated the procedure well and would be followed normally.